Event description:
On 10/1/96, during infusion, it was reported taht the needle became dislodged form the port and extravastation of dacarbazine was reported. The port remains in the pt and no injury was reported.